Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new replacement lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, later on, additional information was received that this surgically abandoned ra lead was part of the full system that was explanted due to infection. No additional adverse patient effects were reported.